Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at laparoscopic total gastrectomy procedure, the surgeon inserted the orvil of the device from the mouth then the tube passed through the cut end of esophagus; however, soon after, the anvil disengaged from the tube. The surgeon knew the anvil would disengage from the tube when he pulled the tube strongly. The device was not stuck and went through pharynx smoothly under the cuff deflation; however, the anvil disengaged from the tube easily. Replaced by new orvil and the procedure was continued. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.